Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) had migrated as the skin moved and occasionally migrated below the breast. The icm was repositioned and remains in use. No patient complications have been reported as a result of this event.